Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump continuously restart or start after waiting for 20 to 30 minutes after replacing with new battery as well as alarmed pump error. The customer¿s blood glucose level was unknown. Customer reported that they tried with new batteries and cap also but the problem was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a17 alarm anomalies noted.